Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes there was a fibrin smear in the tube. There was no report of patient impact. The following information was provided by the initial reporter: customer is reporting that there has been fibrin smear within vacutainer tubes #367856, lot# 2347050.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were visually inspected with no issues observed. Complaints for sample quality are under statistical control for the month of april, 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for fibrin smears.

Manufacturer narrative:
The following fields have been updated with corrected information: b.5. Describe event or problem: it was reported that during use with bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes there was a fibrin smear in the tube. There was no report of patient impact. The following information was provided by the initial reporter: customer is reporting that there has been fibrin smear within vacutainer tubes #367856, lot# 2347050. D.1. Medical device brand name: bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes d.4 medical device catalog #: 367841. D.4. Medical device lot #: 2347050. D.4. Medical device expiration date: 31-mar-2024. D.4. Unique identifier (UDI) #: (B)(4). H.4. Device manufacture date: 13-dec-2022.

Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes there was a fibrin smear in the tube. There was no report of patient impact. The following information was provided by the initial reporter: customer is reporting that there has been fibrin smear within vacutainer tubes #367856, lot# 2347050.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. The following information was provided by the initial reporter: customer is reporting that there has been fibrin smear within vacutainer tubes #367856, lot# 2347050.